Event description:
It was reported to philips healthcare that the display of the heartstart mrx flickered and had missing pixels when switched from one mode to the next. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.